Event description:
It was reported that the customer was hospitalized due to low blood glucose and the device and sensor did not alert the customer. The customer's blood glucose was 50mg/dl after taking a lot of glucose. Troubleshooting was performed. It was reported that the customer had low episodes in the past and during night time. The prime technique was reviewed and it was correct. The time, date, and daily totals were also correct. The displacement test was performed and passed. The customer was advised to contact the doctor for further instructions. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.